Manufacturer narrative:
The cartridge was returned to animas. Although the cartridge was returned there is no further investigation necessary with respect to the leak issue. Cartridges with lot# b201583 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
The pt's mother reported that the pt woke up with elevated blood glucose (bg) reading in the 400 mg/dl range on the morning of (B)(6) 2011. The reporter claimed the pt was not feeling well (unable to confirm signs/symptoms), but claimed she tested positive for ketones. The reporter stated when the cartridge was pulled out of the pump, they noticed that the cartridge was leaking insulin. The pt's mother reported that they put in new supplies and corrected for high bg. The reporter confirmed that the pt did not receive medical intervention. At the time of troubleshooting, it was noted that the reporter did not have cartridge available and was unable to confirm where the insulin was leaking from.